Event description:
The report states that "the battery was dead and due for preventative maintenance (pm). The issue was resolved by replacing the battery". Additional information states that there was no patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a battery. Visual inspection of the battery was performed and no abnormality was noted. The battery was installed into a known good ac2 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The full charge of battery was 13.4 volts. The battery load test was performed. The iabp shut down immediately after the power cord was removed. The battery was then left to charge in the iabp for over 9 hours. Pumping was initiated. The iabp shut down immediately after the power cord was removed with no alarms. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." According to the field service database, the returned battery was installed on 08feb2018, more than 4 years prior to the reported event date. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the battery was dead" is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off immediately when disconnected from ac power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery run time. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "the battery was dead and due for preventative maintenance (pm). The issue was resolved by replacing the battery". Additional information states that there was no patient involvement.